Manufacturer narrative:
Review of CT scan dated (B)(4) 2009, shows pedicle screw construct l4-l5-s1 with interbody spacers. Lysis is noted about the inferior endplate of l5 with heterotopic bone adjacent to left l5 root and l5 pedicle/foramen. CT (B)(6) 2012, shows calcific area on right foramen and paracentral canal at l4/l5. (B)(6) 2011, CT still shows some bony tissue right l4/5 paracentral canal, screws l4-l5-s1 remain.

Manufacturer narrative:
Review of radiographic images showed ap, lateral <(>&<)> dynamic x-rays taken (B)(6) 2011 post-op show plif fusion with pedicle screws l4-l5-l1. Good technique. No movement on dynamic views. No complications noted. MRI shows solid plif capstone spacer at l4/5 and l5/s1 screws well maintained. No evidence of any technical explanation. On (B)(6) 2012, repeat ap/lateral lumbar shows solid arthrodesis with midline cecomplression l4-l5-s1. Mild arthritis noted apex left. Centered at t11.

Manufacturer narrative:
(B)(4).

Event description:
4 months post-operatively, the patient was doing well, and working with physical therapy 3 times a week with significant improvement in her anterior thigh burning. However, by (B)(6) months post-op, the patient developed new onset of right lower extremity pain, characterized as throbbing, burning, aching pain along the lateral aspect of her right leg extending into her right foot. After the revision surgery, the patient has continued to develop worsening right back, buttocks and right lower extremity pain/atrophy. (B)(6) days after the index surgery, per physician's notes, "right lateral lower let is numb to foot. Now left is starting to be numb. Can't hold right foot on brake at a stop light; she has to put emergency brake on. Symptoms are definitely changing. Complaint of right hip pain and back spasm." (B)(6) days post-op, per physician's notes, "soft tissue very tight in right l4-5 area and near right s-I and mid-piriformis." (B)(6) days after implant, the patient presented for a clinic visit. Per the physician's notes, "prescribed fosomax for 4 weeks only to halt bone resorption related to bmp-2. Also, in september 2009..."

Manufacturer narrative:
(B)(4) (bone resorption); (fluid collection). A review of the device history records found no non-conformances to specification. Neither device nor applicable imaging studies were provided to the manufacturer for evaluation. The cause of the reported event cannot be determined.

Manufacturer narrative:
Review of radiograhic images found as follows: (B)(6) 2009 CT scan lumbar with reconstructions axial and coronal CT views are motion and metal implant degraded. Overall position of spacers, screws and rods appear satisfactory. Cross table lateral views verify good position of implants. On (B)(6) 2009 three views left hand old bone build up about 5th metacarpal shaft suggesting possible remote fracture well healed. No significant arthrosis is noted with the exception of the radio-carpal joint that is narrowed, sclerotic and irregular for a 48 year old female. On (B)(6) 2009 ap scoliosis views show mild scoliosis as described below and construct at l4, l5 s1 again as described below (B)(6) 2009 ap pelvis shows sclerosis of the si joints possibly due to increased mechanical stress after lumbosacral fusion. Small bone irregularities are seen in both proximal femoral necks just distal to the capital physeal scars. Pubis osteophytes are also seen no significant hip arthritis is noted. On (B)(6) 2009 lumbar MRI stir view sagittal shows increased uptake in soft tissues posterior to previous lumbosacral fusion. Cysts are seen within l5 and some degree of heterotopic bone is suspected at l4/5. Axial views show scar about the l5 and s1 roots without displacement of the roots suggesting fibrosis. No clear heterotopic bone is seen. Cysts are seen behind the plif cages which appear to compress the exiting roots on the left. There is also a cyst which extends into the canal medial to the l5 root on the right. No clear compression is documented. On (B)(6) 2009 axial CT lumbar with sagittal reconstructions this shows solid fusion through l4 and l5. There are clear osteolytic cysts that extend proximal from the plif cages into the posterior third of l4. Both l4 foramina appear narrowed by heterotopic bone originating within the disc space. Axial views appear to show greater foraminal encroachment on the left by heterotopic bone. On (B)(6) 2009 ap and lateral lumbar x-rays show same construct noted below. No additional diagnostic information is revealed. On (B)(6) 2009 CT scan lumbar shows clear heterotopic bone bilaterally at l4 and l5. In these studies nerve displacement is seen at both levels affecting the l5 and s1 roots. Artifact is widespread due to screws, rods and intradiscal implants, making precise evaluation of exiting roots difficult. 3d reconstruction shows solid interbody and lateral transverse fusion. Large anterolateral osteophyte is seen on the right at l5. On (B)(6) 2009 MRI lumbar poor quality study showing same two level fusion. Abundant scar is seen both ventral and dorsal to the dural sac without evidence of central stenosis. On (B)(6) 2010 MRI construct seen l4, l5, s1. Plif at l4 and tlif on the right at l5 abundant scar and possible fluid collection is seen on midline around the upper part of the construct. Residual slips are seen at both levels, which along with scar makes clear determination of foramen difficult. Scar is seen ventral to canal at l4/l5 which incases the l5 roots worse on the left. (B)(6) 2010 ap <(>&<)> lateral x-ray no new diagnostic information is noted (B)(6) 2010 ap and lateral x-ray construct from l4 to the sacrum is seen with midline decompression. Plif at l4, tlif at l5. Heterotopic bone seen in later studies cannot be seen on lateral views. On (B)(6) 2011 MRI weighted t2 axial of lumbar and thoracic spine of poor quality. Lumbar shows oblong canal consistent with isthmic spondylolisthesis. Pedicle screw instrumentation is visible at the lumbosacral junction. No arachnoiditis is present. Some ventral phelgmon appears in the canal at about l4. Bilateral dorsal artifact is noted which extends dorsal to the instrumentation signal void. Sagittal views show solid fusion with pedicle screws l4, l5, s1. Residual slip is noted at l4/5 and l5/s1 t1 weighted views add no diagnostic data stir revealed no additional information (B)(6) 2011 ap and lateral lumbar films with dynamic flex/ext films show pedicle screws at l4, l5 and s1 with wide midline decompression. Capstone interbody spacers are seen at l4 in plif configuration. A single spacer is seen on the right at l5. No movement is seen on dynamic views consistent with solid fusion. On (B)(6) 2012 ap chest x-ray appears within normal limits. Mild apex right scoliosis is noted with apex about t5/6 (B)(6) 2012 full ap scoliosis shows same mild thoracic curve with compensatory thoracolumbar curve apex left at t11 and lumbar ape right at l3. Pedicle screw construct from l4 to the sacrum is again seen without interval change (B)(6) 2012 lateral lumbar films x2 show construct. Detail here appears to show heterotopic bone extending from l4 and l5 disc spaces posteriorly into the canal. On (B)(6) 2011 abdominal ultrasound results undetermined (B)(6) dexa scan reveals evidence of lumbar and proximal femoral osteoporosis with t scores less than 1.5 sd below mean.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with back pain with severe symptoms, weakness and pain in her right leg. Diagnosed with s pondylolisthesis and degenerative disk disease at l4-l5 and l5-s1. On (B)(6) 2009, the patient underwent l4-s1 psf with local bone graft, bmp, interbody cages and graft with pedicle screws due to a grade 3 unstable spondylolisthesis at l4-l5 with rle radiculopathy. Post-op complications included severe rle pain which responded temporarily to nsaid. On (B)(6) 2009, the patient developed right sacroiliac joint inflammation. Treatment included two separate steroid injections. Approximately one month later, the patient developed new radicular symptoms in the right leg with severe pain. An MRI and CT scan revealed persistent cystic fluid collections in the area of surgery and exogenous bone formation leading to nerve root compression on the right. The patient was recommended to undergo a reoperation. On (B)(6) 2009, the patient presented with right and left sided symptoms with her right leg greater than her left. Pain radiates from her low back, buttocks, along her leg laterally into her feet along the l5 dermatome distribution. On (B)(6) 2010, the patient underwent a re-exploration, washout, revision/decompression and right lateral fusion with iliac crest bone harvest. Post-op complicated by spinal fluid leak (anterior dural tear), severe headache which resolved after 6 weeks, photophobia, bilateral leg weakness, bladder dysfunction, and autonomic nervous system dysfunction. On (B)(6) 2010, patient complained of persistent post-op back pain and right leg pain. Treatment included neural prolotherapy trigger point injections. On (B)(6) 2010, patient presented with low back pain radiating to the right flank. On (B)(6) 2011, CT myelogram was performed and revealed postsurgical change with the l4-l5 and l5-s1 interbody fusion and instrumented fusion with pedicle screws. Exuberant bone formation behind the interbody cage especially at l5-s1 on the right side was noted. On (B)(6) 2011, the patient presented with continued severe pain to right lower back, buttocks, right anterior thigh pain and atrophy, and numbness to her right 3rd, 4th, 5th toes. Treatment included emg/ncs. On (B)(6) 2011 lumbar MRI revealed full evaluation limited by metal artifact; no stenotic changes of the spinal canal were identified; and no definite foraminal stenosis is identified. On (B)(6) 2012 patient complained of persistent post-op back pain and right leg pain. Treatment included 2nd neural prolotherapy trigger point injections.

Event description:
The patient continues to report severe bilateral gluteal pain and significant left leg weakness. The pain is cramping in nature and is worsened with ambulation. Patient has undergone si and greater trochanteric injections. These procedures resulted in some improvement in her symptoms. However, she now notices increasing and severe numbness in the right lower extremity and cramping in the right calf. CT myelogram demonstrated persistent foraminal stenosis on the right at l4-5 and l5-s1 secondary to bone overgrowth and some foraminal stenosis on the left at l5-s1. Minimal central stenosis is demonstrated.

Event description:
It was reported by a non-medical professional that the patient sustained medical injury after a lumbar surgery in which bone morphogenic protein was used. A review of the patient's medical records found that the pt. Began developing symptoms of pain and right foot numbness. Approximately one month later the pt. Underwent posterior interbody fusion at l4-5 and l5-s1 with peek interbody devices, titanium pedicle rod/screw fixation at l4-sacrum, autograft, synthetic bone graft, and rh-bmp-2 to treat grade 2 spondylolisthesis l4-5, grade 1 spondylolisthesis l5-s1, severe spinal canal stenosis l4-5 with bilateral radiculopathy, right worse than left. Post-op the pt. Did well. Approximately five months post-op the pt. Reported having back pain and some right-sided leg pain extending to the foot. MRI and CT revealed evidence of bone re-absorption in the interbody space at l4-5 and multiple fluid collections. Pt. Was treated with mobic, neurontin, fosamax, and a lumbar brace. Pt. Symptoms persisted and approximately 1 year post-op the pt. Underwent additional surgery for exploration and decompression of the l4, l5, and s1 nerve roots bilaterally, posterolateral fusion l4-5 with right iliac crest bone graft, and placement of small sponge with 80mg of kenalog close to the l4 and l5 nerve root on the right side. It was noted that l5-s1 had a solid fusion and l4-5 had good fusion and clearly no motion. Hardware was intact. Post-op the second operation the pt. Began developing increasing headaches with significant clear drainage from the hemovac site. Pt. Also complains of neck stiffness and more numbness and radiating pain in the right leg. Pt. Was readmitted to repair the dural leak with a single suture under local anesthesia.